Event description:
Caller (pt's grandfather) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 3.9, lab: 2.9. Pt's therapeutic range: 2.5 - 3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 3.9, reference: 2.9, mean: 3.40, confidence limits: 2.0 - 5.0. Analysis of customer's data revealed that inratio2 and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. As reviewed on (B)(6) 2011, one hundred and fifty discrepant result complaints were reported for lot #248203, yielding a complaint rate of 0.097%. Action threshold (>0.07) was reached. Strip lot #248203 has strip (B)(4) with brick lot #237419, which was assigned and packaged into two strip lots (247452 and 248203). One hundred and seventy total discrepant results have been reported for strip lots #247452 and #248203, yielding a total complaint rate of 0.050%. Due to this low occurrence rate, below the total complaint threshold of 0.10% for corrective action, no further action is required. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.